Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally it was reported that the battery was observed to be depleting quickly. Customer's blood glucose level was 248mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged battery depletion issue was verified in the pump logs, however, no failure was identified.